Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 04:00 in the morning on (B)(6) 2022, the patient found that the PICC catheter was broken and separated. The family immediately notified the nurse on duty. The nurse on duty checked the condition of the PICC catheter and found that the exposed part of the PICC catheter was broken and the residual pipe was intact.